Manufacturer narrative:
Evaluation results: related to operational context (no issues with balloon during pre-dilation. Event appears to be related to the use of the device during the procedure). No device returned. (No device returned). Conclusion results: operational context may have caused or contributed to the event (no issues with balloon during pre-dilation. Event appears to be related to the use of the device during the procedure). Unable to confirm complaint (no device returned). (B)(4).

Event description:
A 3.0 x 15 mm nc sprinter balloon was used to pre-dilate a lesion with 90% stenosis located in the obtuse marginal. A stent was successfully deployed and the physician used the same nc sprinter balloon to post-dilate the deployed stent. It was reported that the balloon burst at 2 atm during the first post-dilation inflation attempt. Duration of the inflation prior to the balloon burst was 2-3 seconds. It was reported that the device lost pressure gradually. Another balloon was used to post dilate the stent. No abnormalities were noted with the device during preparation or inspection prior to use. Patient was discharged in a stable status and no clinical sequelae were reported.